Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to a blood glucose (bg) level that ranged from 34-35 mg/dl. Prior to the hospitalization, the school staff gave customer carbohydrates and had the customer stop insulin delivery in attempt to treat bg level. Customer was treated with intravenous saline and glucagon while in the hospital. Reportedly, the cause of the reported issue was due to the pump delivering several boluses that were not requested by the user. No additional information was provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.